Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented in-clinic after receiving a vibratory patient notifier. Upon interrogation an alert for non-sustained ventricular oversensing was displayed. Each instance of an atrial paced event resulting in crosstalk was preceded by a pvc with the following as event falling into refractory; pvc response was programmed off. Atrial threshold was measured at 0.75v at 0.4ms. The atrial output was decreased from 2.0v at 0.4ms to 1.5v at 0.4ms, increased the base rate to 90bpm, and reported that every other ap event was oversensed with every ap event in between followed by a vsp.